Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. While introducing the 3.5x12mm liberte bare metal stent into the bleedback valve, it was noted that some of the stent struts were bent. The procedure was successfully completed with another liberte stent. It was noted that it is probable that the device never made contact with the pt. No pt complications occurred and the pt's condition was listed as "fine".

Manufacturer narrative:
(B)(4).